Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem was confirmed. The cause of neither battery pack starting up the monitor was a faulty computer/analog board within the monitor. The isp_mode_select line was being pulled low, which caused the device to believe it was in programming mode. The root cause of the isp line being pulled low is still under investigation. A supplemental report will be submitted when the root cause has been identified. No adverse event resulted from the faulty computer/analog board. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that neither battery pack will start his system. When he removed the battery that was powering his system overnight, it still indicated half a charge. Both batteries appear to be charging normally on the charger. The patient's suspect monitor was replaced.